Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 84 mm in diameter, and was implanted with gore excluder aaa endoprostheses (rmt281412/9586915). The patient tolerated the procedure. On (B)(6) 2014, the patient underwent coil embolization for a type ii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
The gore excluder aaa endoprosthesis instructions for use states, potential adverse events that may occur and/or require intervention include: endoleaks. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries.

Event description:
The type ii was reported to have originated from a median sacral/lumbar artery. On (B)(6) 2014 onyx embolization was attempted but not successful. The patient tolerated the procedure.